Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20688534/5017708, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had burning sensation at the battery site and towards middle of back. Database analysis of the battery discharge revealed no anomalies. The patient underwent an explant procedure.